Manufacturer narrative:
It was reported by a patient¿s daughter that the patient experienced atrial fibrillation after performing vest therapy and required hospitalization. The patient in this event is an 84-year-old female with a relevant medical history of atrial fibrillation, shortness of breath, and chronic cough. On (B)(6) 2022, vest therapy was initiated with trainer assistance. The patient was only able to tolerate 10 minutes of therapy on settings 8hz/3 with 3 pauses when she began feeling short of breath (sob). The patient¿s spo2 never dropped below 93% but the trainer advised the patient to use oxygen and relax. There was no malfunction of the device, but the trainer noted the oxygen connector was not connected to the oxygen concentrator, which was corrected, and the patient began feeling better and denied sob. On (B)(6) 2022, the trainer contacted the patient¿s daughter who stated the patient had no complaints of sob and was going to perform vest therapy later that day. On (B)(6) 2022, between 11:00 pm and 1:00 am (on (B)(6) 2022), the patient experienced sob, vomiting, and went into atrial fibrillation. The patient¿s daughter alleged the symptoms began several hours after performing vest therapy. Emergency medical services transported the patient to the hospital where she was diagnosed with atrial fibrillation and was hospitalized for 4-5 days. A full work-up was performed including an EKG, x-ray, and treatment with medications. The patient¿s daughter consulted the pulmonary physician who advised the patient hold use of the vest as this may have contributed to the event of atrial fibrillation. The hillrom respiratory clinician discussed pick-up of the device, but the patient¿s daughter declined. She plans to discuss continuing use of the vest at the patient¿s follow up appointment with her pulmonary physician. The daughter was advised to contact hillrom if the patient was approved for use. The vest airway clearance system was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). Per the device instructions for use, there are no contraindications for use of the device with abnormal heart rhythms. Atrial fibrillation is a disease of the heart characterized by irregular and often faster heartbeat. Atrial fibrillation is not typically life threatening. Episodes may come and go, or they may be persistent. Although atrial fibrillation itself usually is not life-threatening, it is a serious medical condition that requires proper treatment to prevent a stroke. Urgent medical attention is usually recommended in severe cases. The abnormal heart rhythm may require lab/ imaging, can last several years or be lifelong, and is treatable. Atrial fibrillation is a condition characterized by arrhythmia and, often, tachycardia. Prior to use of the vest, it is noted that the patient had a medical history of atrial fibrillation. As it is usually in such the case, the current event of atrial fibrillation required medical intervention (including medication and hospitalization) to preclude permanent impairment of a body function or permanent damage to a body structure concluding a serious injury occurred. There was no allegation of a device malfunction, and the device is not being returned to hillrom. It is unable to be determined that the vest caused or contributed to the patient¿s development of atrial fibrillation. Based on this information, no further action is required.

Event description:
It was reported by a patient¿s daughter that the patient experienced atrial fibrillation after performing vest therapy and required hospitalization. This report was filed in our complaint handling system as complaint # (B)(4).